Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy procedure. Reportedly, the staples did not form properly and the tissue was not cut. The surgeon applied another device. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
5/14/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.